Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of "double counting beats and changing trigger to ap from EKG" is not confirmed. The returned front-end board passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) kept reading arrhythmia, double counting beats and auto changing trigger to ap from EKG. The staff kept changing trigger back to EKG and leads were ok, but it switched 3 times. The third time the iabp froze and the staff could not use the touch screen or the side buttons. The screen turned a rainbow color and then black, but the iabp remained in use. The iabp restarted automatically and resumed screen as normal. A few minutes later, the iabp automatically stopped pumping and the button was set on off although it was not touched. The iabp resumed and no further issues happened. The iabp was pulled about an hour later as patient did not need it. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) kept reading arrhythmia, double counting beats and auto changing trigger to ap from EKG. The staff kept changing trigger back to EKG and leads were ok, but it switched 3 times. The third time the iabp froze and the staff could not use the touch screen or the side buttons. The screen turned a rainbow color and then black, but the iabp remained in use. The iabp restarted automatically and resumed screen as normal. A few minutes later, the iabp automatically stopped pumping and the button was set on off although it was not touched. The iabp resumed and no further issues happened. The iabp was pulled about an hour later as patient did not need it. There was no report of patient complications, serious injury or death.